Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately calcified and moderately tortuous mid right coronary artery. A 6fr al1 non-bsc guide catheter and 0.014" floppy non-bsc guide wire were used to access the vessel and lesion. A 2.0 x 20mm apex monorail balloon catheter was advanced but was unable to cross the lesion. A 1.2mm non-bsc balloon was used to pre-dilate the lesion and the previously attempted 2.0 x 20mm apex monorail balloon was again advanced and positioned in the target lesion. The first inflation was carried out using a non-bsc inflation device to 10atm. During the second inflation, the balloon was inflated to rated burst pressure and the balloon ruptured. The procedure was completed with an unknown 2.5 x 15mm balloon. No patient complications were reported and the patient's status is good.